Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images at the customer site on (B)(6)2016.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen on galileo neo, when tested on (B)(6) 2016.